Event description:
It was reported to boston scientific corporation on july 22, 2008, that an autotome rx sphincterotome device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008. According to the complainant, during preparation of the device, "the nurse stretched the sphincterotome catheter before she loaded it with the guide wire. The cut wire got lost from the tip." Reportedly, the procedure was completed with a second autotome rx sphincterotome device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Although, the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. The june 2008 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.